Event description:
Patient spontaneously called in to report ms3 sn (B)(4) ((B)(6) 2019) lost its internal memory. Error did not occur while in use and did not cause any harm to patient. Pharmacy will be shipping patient replacement pump. Patient successfully switched to her back up pump. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to cvs/caremark by: patient.